Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room experiencing presyncope. Upon device interrogation, the right ventricular lead exhibited oversensing of noise; lead fracture was suspected. The lead was capped and replaced. The patient was stable during the procedure and was discharged with normal instructions.